Event description:
It was reported that a syringe module underinfused. The pump was programmed to run adenosine 12.1 ml in 4 minutes. Pump was placed on a delay until the patient was connected to all of the monitoring devices i.e. Blood pressure cuff, EKG and IV. The infusion started running at 0956. Around 3.5 minutes (0959), the pump still had 10.4 mls left to infuse. According to the setting on the pump, the infusion should have been close to completion at this time. This indicates that the patient only received 1.7 ml of the total 12.1 ml, which is an inadequate amount for the desired effect. At this point, the infusion was stopped and the patient was disconnected. Although requested, further information not provided.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 07/14/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, patient information not provided.

Event description:
It was reported that a syringe module underinfused. The pump was programmed to run adenosine 12.1 ml in 4 minutes. Pump was placed on a delay until the patient was connected to all of the monitoring devices i.e. Blood pressure cuff, EKG and IV. The infusion started running at 0956. Around 3.5 minutes (0959), the pump still had 10.4 mls left to infuse. According to the setting on the pump, the infusion should have been close to completion at this time. This indicates that the patient only received 1.7 ml of the total 12.1 ml, which is an inadequate amount for the desired effect. At this point, the infusion was stopped and the patient was disconnected. Although requested, further information not provided.